Event description:
The reporter stated an aq2015a silicone three piece lens cracked when loaded. The surgeon inserted the lens and the lens was cut to remove. The incision was enlarged and sutures were required. A vitrectomy was performed. Another lens was implanted. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order.